Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2020, a sample from the patient was tested in a laboratory using an unknown method (isi = 1.24), resulting with a value of 1.80 inr (21.2 seconds, prothrombin activity = 44 %). At an unknown time on the same day, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. On (B)(6) 2020, a sample from the patient was tested in a laboratory using an unknown method (isi = 1.24), resulting with a value of 2.11 inr (24.1 seconds, prothrombin activity = 36 %). At an unknown time on the same day, a sample from the patient was tested using the meter, resulting with a value of 2.9 inr. On (B)(6) 2020, a sample from the patient was tested in a laboratory using a kc4 delta semi-automatic analyzer (isi = 1.17), resulting with a value of 1.83 inr (22.1 seconds, prothrombin activity = 42.6 %). At 14:29 on the same day, a sample from the patient was tested using the meter, resulting with a value of 2.6 inr. On (B)(6) 2020, a sample from the patient was tested in a laboratory using a kc4 delta semi-automatic analyzer (isi = 1.17), resulting with a value of 2.19 inr (25.8 seconds, prothrombin activity = 33.9 %). At 12:16 on the same day, a sample from the patient was tested using the meter, resulting with a value of 3.0 inr. On (B)(6) 2020, a sample from the patient was tested in a laboratory using an unknown method (isi = 1.24), resulting with a value of 2.83 inr (30.3 seconds, prothrombin activity = 26 %). At an unknown time on the same day, a sample from the patient was tested using the meter, resulting with a value of 3.8 inr. The patient's warfarin dose was adjusted based on a result. It is unknown which result the adjustment was based off of. The patient's therapeutic range is 2.0 - 3.0 inr.